Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The sales rep reported via phone that his 4.5 healix ti 3s with permacord tip inserter broke when putting the anchor into the patient during a rotator cuff repair. Needle graspers were used to pull the anchors out and different anchors were used to complete the case in the same bone hole. There were no patient consequences but a 10 to 15 minute delay was reported. The device will not be returned for evaluation.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A root cause for the failure indicated cannot be determined with the available information. A DHR review has been conducted and our results indicate that this batch was processed with one unrelated non-conformance. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device not returned.